Manufacturer narrative:
It was indicated that the device will not be returned for evaluation because it was not removed from the patient; therefore an analysis of the complaint device could not be completed. A review of the manufacturing documentation confirmed that the lot met the specification requirements and no deviations or non-conformances that would have contributed to the reported complaint were found. Taking into consideration the evaluation conducted and the details of the complaint, this investigation was assigned the most probable root cause of an anticipated procedural complication. A complaint with a most probable root cause classification of an anticipated procedural complication indicates that a device related root cause does not apply and the complaint is due to a known effect of the procedure.

Event description:
Study (B)(4): this (B)(6) female patient had a nexsite catheter placed successfully on (B)(6) 2015 in the right internal jugular vein. On (B)(6) 2015, she presented at the dialysis unit with a moderate low grade fever (99.3) and clear drainage with tenderness at the exit site. No action was taken with the study device. The relationship to the study device was reported as possible. Treatment for the event was one dose each of vancomycin and cefepine. On (B)(6) 2015, the patient reported diminished tenderness at the exit site. An additional dose of vancomycin was administered once via IV during the (B)(6) 2015 dialysis session. Blood and wound culture reports showed no growth in blood culture samples and light growth of the staphylococcus species in wound culture samples. No additional antibiotics/treatments prescribed. The patient is reported to be doing fine.

Event description:
The tunnel infection that occurred on (B)(6) 2015 was treated with vancomycin on the (B)(6) of (B)(4) as part of dialysis protocol. Repeat cultures came back on (B)(6) 2015 and showed no aerobic or anaerobic growth after 5 days of incubation. No action was taken with the study device. The event had resolved on (B)(6) 2015.

Event description:
Conclusion of the cec (clinical events committee) following adjudication of the adverse event: classified as an exit site infection/ exit site complication.